Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis manifested by abdominal pain. The break in aseptic technique was further described as touch contamination. The pt was not hospitalized for the event. Four days after the onset of peritonitis, the pt began treatment with vancomycin 1 gram, once ip. Five days after the onset of peritonitis, vancomycin was withdrawn and cefepime was started, 1 gram daily for 21 days, ip. At the time of this report, the pt was recovering from the peritonitis event and training on aseptic technique was schedules for an unspecified date. Additional information was requested but is not available.